Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "please be advised that while investigating an event involving one of our products, joint reconstruction noted a potential adverse event regarding a non-joint reconstruction product. Clinical adverse event received for speech disorder. Implants were placed in the patient and she showed speech disorder with inability to form words for approximately 24 hours. The patient was transferred on the same day to the stoke unit of the partner clinic, where she underwent a complex stroke treatment. The event was attributed to a damage of the pons and considered life-threatening due to its proximity to the breathing center. The investigator assess the severity of the event as moderate. The patient was discharged as completely recovered."